Event description:
During adenoidectomy surgery; the surgeon noticed a very small burn to corner of mouth. Applied bactroban. Device inspected by biomed department. Insulation noted to be damaged on suction tube.